Event description:
As reported, nephrostomy drainage catheter "disintegrated" inside the patient. It was removed by a physician and "about 95%" of the device was returned for evaluation. Navilyst medical is in the process of obtaining additional information on this event, including the length of time the catheter was implanted, the location of the placement, and the current patient condition.

Manufacturer narrative:
The device from the reported event has been returned to navilyst medical. As this is a purchased item, the sample is now being forwarded to our supplier, medventure, along with a scar (supplier corrective action request). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).